Event description:
It was reported that during use of the bd nano¿ 2nd gen pen needles customer noticed something clear and hard on patient end of the pen needle after injection. The following information was provided by the initial reporter: received voicemail from consumer stating something was on her needle. Stated, she noticed something clear and hard on patient end of pen needle after injection. 1 pen needle affected. Stated, patient end was bent prior to injection.

Manufacturer narrative:
The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields have been updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 18aug2022. H.6. Investigation summary: samples were received and an investigation was performed. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Embecta was not able to duplicate or confirm the indicated issue hence the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
It was reported that during use of the bd nano¿ 2nd gen pen needles customer noticed something clear and hard on patient end of the pen needle after injection. The following information was provided by the initial reporter: received voicemail from consumer stating something was on her needle. Stated, she noticed something clear and hard on patient end of pen needle after injection. 1 pen needle affected. Stated, patient end was bent prior to injection.